Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was 400 mg/dl. Customer performed a supply change in attempt to address bg, then reverted to an alternate method of insulin therapy and went to the emergency room. Customer was treated with intravenous fluids of saline, resolving the issue with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.